Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. While performing log file analysis for incident that occurred on (B)(6) 2025, it was observed that the device restarted unexpectedly on (B)(6) 2025. Multiple requests for additional information regarding this previously unreported incident, including request for clarification of patient harm or impact, have been sent and no response was received.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that while performing log file analysis it was observed that the device restarted unexpectedly. It is unknown if the device was in use on a patient at the time of the incident. A request for additional information regarding the incident has been sent and the response is not yet received.